Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that intermittent cartridges were leaking from the o-ring near the septum. Additionally, it was reported that the insulin gauge was inaccurate and a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue. There was no impact to customer¿s blood glucose.